Event description:
It was reported that lead noise was observed via a (B)(6) for the non pacer-dependant patient. The noise was reproduced in-clinic. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 25.1-25.8cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 16.9-17.3cm and 23.4-24.6cm from the distal tip. The re conductor etfe coating was abraded at these locations, consistent with the observation from the field of noise.